Manufacturer narrative:
The technician found a bent head end lift arm. The technician replaced the head end lift arm to resolve the issue.

Event description:
The technician alleged the bed runs up when hi/low down goes to down limit. No pt impact.